Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump is changing her basal rates and it causes her blood glucose to go low. Customer stated that she ended up in the hospital. Customer does not have pump and was unable to troubleshoot. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 17 mg/dl. Customer was hospitalized until (B)(6) 2016. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump for 2 hours prior to the hospitalization. Customer's blood glucose was 268 mg/dl during the call.